Manufacturer narrative:
The device was received for evaluation. Visual and functional testing were performed and the reported issue was confirmed. During the occlusion test, the device produced a popping noise followed by an alarm. The lead screws and clutch halves were replaced due to normal wear and tear to resolve the issue. Following all part replacements, functional testing was performed and the device passed. It was concluded that the root cause was normal wear of the device due to age (5 years). A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Additional information: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Additional information was received that there was no patient present at the time of the event.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a plunger pops out of place on a smiths medical pump during occlusion test. No adverse patient effects were reported.